Manufacturer narrative:
(B)(4). The event was reported to have occurred in ¿early (B)(6).¿ the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device would not connect to a ¿saline flush¿ during set-up. This occurred in the emergency department. There was no patient involvement. No additional information is available.